Event description:
Per the clinic, the patient experienced a decrease in performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. Subsequently on (B)(6) 2015, the device was explanted and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed january 27, 2016.

Manufacturer narrative:
(B)(4). The device is currently unavailable.